Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off while completing the load process. Customer's blood glucose was 145 mg/dl. Prior to troubleshooting with tandem technical support, the customer completed the load process and continued to use the pump for insulin therapy.